Event description:
The report states: the patient was revised to address osteolysis of the posterior portion of the femur, poly-wear, and loosening of the tibial component and the tibial insert.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required to search the complaint database by the lot code was not reported. The investigation could not draw any conclusions about the reported event without the product to examine and insufficient product information. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.